Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damaged. Customer's blood glucose level was 100 mg/dl at the time of the incident. Customer stated that the bottom of the insulin pump has come off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.